Event description:
It was reported to medtronic minimed that the customer experienced pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer unable to fully reset pump after removing battery. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump failed to rewind properly; pump immediately alarmed a pump error 38 alarm. The pump failed the sleep current test. The pump passed the active current measurement test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 24 alarms were noted during testing. Pump alarmed pump error 38 alarms on (B)(6) 2024 at 6:52 am and 6:53 am. Successfully downloaded pump history files and traces using thump software. Pump alarmed several pump error 24 alarms on the event date of 05/27/2024 at 17:32:00.000, 17:32:00.000, 18:11:00.000, and 16:19:00.000. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch, electronic assembly, and force sensor. The following were also note during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 24 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Pump error 38 was confirmed during testing due to moisture damage on the motor home switch. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.